Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 3.00mm x 12mm emerge balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed. The procedure was completed with a nc emerge balloon catheter. No patient complications were reported and the patient's status was good.